Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the patient that her device "went down a bit". The inquiry was to ascertain if she should have her device moved (re-implanted). The patient was referred to her physician. There were no other patient complaints or complications reported. The device remains implanted and active. It was reported from the patient that her device "went down a bit". The inquiry was to ascertain if she should have her device moved (re-implanted). The patient was referred to her physician. There were no other patient complaints or complications reported. The device remains implanted and active.